Event description:
It was reported that the battery of this pacemaker recorded a decrease in the estimated longevity remaining from 2 years to less than 3 months. The timeframe in which the estimated longevity change was observed has not been specified. Technical services (ts) discussed the device has been in service for almost 10 years and this observation could be related to adjustment of the device to using voltage for longevity calculation, however, the device data would be required to analyze its behavior. The device data has not been provided. The device remains in service. No adverse patient effects were reported.